Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx stent system was implanted during an ercp procedure performed on (B)(6) 2014, as part of (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The etiology of the patient's chronic pancreatitis was alcoholic and calcific. The patient was hospitalized on (B)(6) 2014 and a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2014, the following baseline biliary obstructive symptoms were identified: upper right quadrant pain, fever/chills, jaundice, and nausea/vomiting. On (B)(6) 2014, liver function tests were performed. On (B)(6) 2014, initial biliary stent placement was performed as an inpatient procedure. The patient had a prior biliary sphincterotomy, but a biliary sphincterotomy was not performed during the study stent placement procedure. A pancreatic stent had been previously placed in 2010. During the stent placement, a 10mm x 40mm wallflex rx fully covered stent was deployed in a satisfactory position across the stricture. The patient was discharged on (B)(6) 2014. Liver function tests were conducted on (B)(6) 2014. The following biliary obstructive symptoms were noted on (B)(6) 2014: right upper quadrant pain, dark urine, and pale stools. Pain due to stent migration was observed on (B)(6) 2014. This event was deemed related to the study stent (wallflex rx fully covered stent). As a result, the patient was admitted to the hospital on (B)(6) 2014, requiring medication and an additional, unscheduled, ercp procedure. At the time of the procedure, it was confirmed that the stent had a partial distal migration and the stent was occluded with sludge. Reportedly, the migration was not a result of stricture resolution. During the ercp procedure, the study stent was successfully removed and a second study stent was placed. The patient was discharged on (B)(6) 2014. The event was considered resolved on (B)(6) 2014. Note: reporting was required because the device is only sold ous but is similar to the m00570520 that is sold in the us

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.